Manufacturer narrative:
Concomitant medical products: 500 ml b.braun bag ndc 0264-7800-10, lot j6j062, exp 01/19, 0.9% nacl injection, therapy date (B)(6) 2016. Additional information provided: concomitant medical products. (B)(4). The customer¿s report of check valve failure was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was inspected under magnification and found to be assembled in the set correctly, with the silicone membrane centered. Functional testing confirmed back flow. Disassembly of the check valve part resulted in discovery of a 0.0321-inch long acrylic particle between the housing seal area and the affixed silicone diaphragm disk. The root cause of the reported check valve failure was not confirmed. However, an acrylic particle was found in the fluid path that could have prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the acrylic particle was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary bag flowed into the primary bag. There is no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the secondary bag of hydoxyzine flowed into the primary bag while being infused through central line.